Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (no power) issue. The reporter alleged the pump lost power twice after receiving a call service alarm. It was noted that the battery was replaced after the first loss of power but another loss of power occurred 12 hours later. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 10/13/2014-product analysis:the device was returned and evaluated by product analysis on 10/01/2014 with the following findings:the complaint could not be duplicated with investigation. Review of the pump¿s black box revealed related alarms. A battery compartment crack was observed. A battery cap was not returned. A test battery cap was able to properly secure to the pump. The pump successfully completed a prime sequence and 24-hour exercise test without issue or alarm. No damage or defect was found to the pump¿s internal components. Unrelated to the complaint, investigation revealed the display screen was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.